Manufacturer narrative:
The suspected computer was returned to the manufacturer for analysis. Analysis found that the issue confirmed and failed the functional testing. The computer powered up however did not complete booting process. Failed hard drive.. Analysis found that the reported event was related to a computer component issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the viewing station to o-arm cable did not resolve the issue. An ias computer was replaced which resolved the issue and the old date was transferred. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the cable connecting the mobile view station (mvs) and the image acquisition system has been pushed out of the mvs but the cable was still inside the viewing station.. It is not possible to verify if the cable is broken at the time reported. No patient was present at the time of the event.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable did not pass communication testing due to two lines being shorter than specified.